Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was displayed as "high", although a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer addressed their bg with a correction bolus. Customer updated their pump settings to address the event.